Event description:
(B)(4). According to the information received an enduser reported that he believes he punctured his urethra by using a catheter. The patient said he tried to push in the catheter and then had bleeding. Patient stated that he used three catheter in one day which produced red blood and profuse bleeding. Patient states he was not evaluated by a doctor nor did he go to an emergency room. Patient still did not seek medical attention after advice from customer service representative. The user estimated he bled 1/4 cup at first and the decreased to a few drops. He bled for 3 days. Patient thought the catheters were too stiff and has gone back to use red rubber catheters which he was using previously.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed. Follow up report #1. Three returned samples were received, 1 is used product and the other 2 devices are unused. All three products were tested with no deviations found. Based upon the testing of the returned devices, this complaint cannot be confirmed as reported.

Event description:
(B)(6). Date of event, best estimate (B)(6) 2014. According to the information received an end user reported that he believes he punctured his urethra by using a catheter. The patient said he tried to push in the catheter and then had bleeding. Patient stated that he used three catheters in one day which produced red blood and profuse bleeding. Patient states he was not evaluated by a doctor nor did he go to an emergency room. Patient still did not seek medical attention after advice from customer service representative. The user estimated he bled 1/4 cup at first and the decreased to a few drops. He bled for 3 days. Patient thought the catheters were too stiff and has gone back to use red rubber catheters which he was using previously.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.